Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed since the lot number was not reported and the product was not returned for analysis. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified superficial femoral artery. Standard pre-dilatation and post-dilatation were performed, along with laser atherectomy. A 5x40mm armada 18 percutaneous transluminal angioplasty (pta) balloon ruptured at 4 atmospheres. An unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.